Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: g2 ("company representative" must be selected as the reporter is an olympus employee). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, a b30 error was also displayed. Based on the results of the investigation, it is presumed that the reported issues occurred due to a failure of the emergency light. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a noisy image when used in conjunction with the video telescope. The issue occurred during preparation for a therapeutic procedure. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.